Event description:
The customer's mother reported via phone call that her daughter's pump buttons were not working. Caller stated that the customer is at a music festival. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has cracked lcd window, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.